Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) (B)(6) 2006, product type: catheter. (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported there was no problem with the battery; the battery was due to be replaced. There we no patient symptoms related to the end of battery life. The pump was due for a routine replacement on (B)(6) 2017. The pump was still implanted and working according to the hcp. The hcp was looking for a granuloma at the catheter tip via MRI. The patient had reported some increasing back pain. No further patient complications were reported.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). The date of the event was unknown. It was reported magnetic resonance imaging (MRI) was being done due to a problem with the device or therapy. Compatibility guidelines were requested for the MRI. The hcp stated they were scanning the patient as the pump needs to be replaced. The patient told the hcp that the pump battery was the cause of the pump needing to be replaced. No symptoms were reported. No further complications were reported.